Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the catheter had a bad/poor curve. During an ablation procedure with a blazer prime xp, the catheters bent to 90 degrees at the ablation electrode level. No further information was reported. However, device analysis revealed broken adhesive in ring 2 and dried body fluid was found within the distal end. The device was returned for analysis. Visual inspection failed due to the kink at the distal section and the broken adhesive. Dimensional inspection failed since the curve was found out of specification due to the bent center support and the short kevlar.